Manufacturer narrative:
Summary: seven waveone gold primary files 25mm were returned (one file in loose + six unused files. The file in loose is broken at the tip of the active part (mixed conditions fatigue + torque). No material defect was found during analysis of the rupture pattern. Nothing unusual to report was found during DHR review (batch #1815238). Unused files were evaluated and were found in compliance with specifications. Root causes are not identified. We will track this kind of event and monitor the trend.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that waveone gold primary 3-file broke during use. The broken parts remain in the canal. No injury.